Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation (af) ablation interventional procedure. Reportedly, the knot failed to advance to the vessel wall. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss occurred [suture retrieval issue]. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely cuff miss occurred with the posterior cuff due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog number updated from 12773-03 to 12773-02. H6 correction: medical device problem code 2524 removed.